Event description:
The nurse reported that during the case a system message displayed noting occlusion. The system was then primed and tuned successfully. Later, during the case another system message displayed for no vacuum. The system was re-primed and re-tuned unsuccessfully. The nurse called another facility to assist with troubleshooting. The cassette was changed and the system was primed again. The surgeon completed the case manually, which led to a patient injury. The lens is in the vitreous and the patient can't see. Multiple attempts were made for more information and patient status with no response to date.

Manufacturer narrative:
The nurse did not request service for the system and no samples were returned for evaluation. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.